Manufacturer narrative:
A ge service representative performed an on site investigation. A connector was found loose during the service call. The system was corrected and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not perform fluoroscopy prior to a case. No patient injury was reported.